Event description:
Information received from the intreped clinical database. Treatment of one left unruptured fusiform internal carotid artery (ica) aneurysm measuring 14.8mm x 9.5mm and one left unruptured saccular ica aneurysm measuring 11.6mm x 11.4mm. A total of three pipelines were used in the procedure. Subsequently, the patient expired from a hemorrhage.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. (B)(4).